Event description:
It was reported that the tread tracks won't engage due to a bent track assembly and the casters won't roll smoothly due to flat spots on the wheels. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.